Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. Although no device sample was returned for evaluation, the end user hospital has identified "over-tightening of the bio connector" as the cause of the hub crack. Kimal (the distributor) will be providing additional training to the hospital on the proper connection techniques to prevent damage to the PICC hub. The directions for use (dfu) supplied with the reported PICC device contains caution that "repeated overtightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), an indwelling PICC has a fine hairline crack affecting the luer connector causing leakage when flushed. The PICC was sited in the right basilic vein under ultrasound guidance on (B)(6) 2019 with the PICC tip located in the lower third svc. The patient was receiving chemotherapy as an outpatient. The PICC line was being cared for in the community and a vygon bioconnection was used to cover the end of the PICC. A becton-dickinson qsite may also have been used. No patient complications or injury was incurred.